Manufacturer narrative:
Discrepant blood group type for a cord blood sample using mts technology with an ortho vision mts analyzer the root cause of the discrepant cord blood group type is user related, the user having not correctly handled both samples when loading on the ortho vision analyzer. No product failure was detected. No biased results were reported to the physician(s) the patients were not harmed. (B)(4).

Event description:
Customer reporting one event of an incorrect blood type being issued to a sample when tested on the ortho vision analyzer. Event date: (B)(6) 2020. Reported on: (B)(6) 2020 by the customer to ortho care helpdesk. Analyzer ID: (B)(6). Reagent: ortho anti-a, ortho anti-b. Vision reagents and card: mts abd/abd cards. Patient information: cord blood sample ID (B)(6). Newborn date of birth (B)(6) 2020. According to customer, cord blood sample ID # (B)(6) was manually scanned by technician laboratory using the handheld scanner of the ortho vision analyzer and loaded into rotor 1 / rack 1 / position 1 on (B)(6) 2020 on the analyzer. Result of blood type on cord sample was blood group ab, d(rh1) positive / dat positive and result was automatically accepted, customer did not report results to the floor. Customer sop is to repeat ab d(rh1) positive cord blood in tube. Customer reports o d(rh1) positive blood group type, dat negative obtained in tube method. Because of the false positive blood group type, cord blood sample ID (B)(6) was reloaded and retested on ortho vision analyzer and blood group type was found o, d(rh1) positive / dat negative. Tsc- review of e-conn barcode scan data; metering report and column grade report, confirmed that cord blood sample ID (B)(6) was scanned manually, but a different sample with ID# (B)(6) was loaded in sample rotor 1 rack 1 position 1. Different sample ID# (B)(6) is blood group type ab d(rh1) positive and dat 1+ positive, repeated and confirmed in tube by customer. Tsc reviewed the data and customer agrees the reported concern was a result of the user mishandling of samples, however his major concerned with vision software is that the system did not flag the user that the scanned barcode did not match the barcode that was scanned by the hand scanner. The customer said that no biased result was reported to the physician.